Event description:
It was reported that during the surgery, electrical flashovers and small flame formations occurred.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
It is likely that the error is caused by an overvoltage and the resulting high temperatures. The user manual refers to a possible overvoltage. Another possibility is a short circuit caused by fluid between the jaws. Therefore, it is important to check the products before use. Since this customer reported this case and a second one at the same time, it can be assumed that the case was handled incorrectly. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
This supplemental report is to correct the aware date from 9/7/2023 to the correct date of 9/6/2023. The event is filed under internal karl storz complaint ID: (B)(4).